Manufacturer narrative:
The information available was not enough to determine the cause of the reported issue. The bec application specialist requested additional information from the customer multiple times but the information was not provided. The following is what is known: there was no issue with cd45 at the fl1 position, but the 45 positivity using clearllab could not be distinguished when it could be distinguished on another flow-cytometer. O the customer is using clearllab reagent and clearllab 10c panels. O pediatric b cell-all and plasma cell dyscasias were difficult to assess with cd45-ko(krome orange) o the instrument was passing flow-check pro and flow-set pro. Bec internal identifier - (B)(4).

Event description:
The customer reported that clearlab 45 population was too bright on all lost and all 4 tubes, and was not able to distinguish cd negative, moderate, bright at the fl10 position on the navios ex instrument. There was no report of erroneous results reported outside of the lab. There was no report death, injury or change to patient treatment.